Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover has a burn. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction: degradation problem identified; expected or random component failure without any design or manufacturing issue. The overheating of the device that led to the burned c-cover which are problems that were stress identified, caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue; an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure, the bronchovideoscope had no image. There was no harm or injury reported.